Manufacturer narrative:
A root cause for the pt's ventricular tachycardia (vt) could not conclusively be determined through this evaluation. It was communicated that the inflow cannula was evaluated for repositioning. However, it was decided that med mgmt would be a more effective treatment therapy, which ultimately resulted in diminished vt. A full evaluation of (B)(4) could not be conducted, because the pt remains ongoing and no additional complaints have been reported. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt was an inpatient, because of ventricular tachycardia. The surgeon felt that med mgmt would be a more effective treatment therapy for the pt than surgical repositioning of the inflow cannula. The pt's medications were adjusted, which resulted in diminished ventricular tachycardia.